Event description:
According to the reporter: the balloon was not attached. Completion of the case could not be reported. It could not be reported if bleeding, tissue damage or operative time was delayed. No patient injury was reported.

Manufacturer narrative:
(B)(4).